Manufacturer narrative:
(B)(4).

Event description:
Additional information indicates that there was loss of capture on the left ventricular (lv) lead.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead had high thresholds during a pre-discharge check and was then scheduled for a revision. However, fluoroscopic imaging revealed that the lead had dislodged and was in the right atrium (ra). It was reported that during original procedure, this lead was intentionally pulled back proximally in a large vein due to diaphragmatic stimulation in a more distal position. Moreover, during lead revision, the physician attempted to reposition the lead into the other branch veins without success. Hence, the physician decided to explant the lead and used a larger lead. This lead was no longer in service. No additional adverse patient effects were reported.